Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during a carotid stent deployment procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and had negotiated the patient's vasculature system with a guidewire and the 5f catheter. During catheter manipulations under fluoroscopy the catheter tip detached and started to migrate towards the subclavian and humeral arteries. The physician successfully externalized the foreign bodies liberating the native vessels. The patient tolerated the procedure well with no additional consequences to report.